Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, the valve malexpanded. The valve was being implanted into a failed 23mm perimount surgical aortic valve with severe central aortic insufficiency (ai) where no stenosis was noted. Twice the valve was deployed to 80% and was noticeably under expanded. It was partially recaptured once and fully recaptured twice before being withdrawn from the body. A balloon aortic valvuloplasty (bav) was performed. The balloon "dog boned" during inflation at the level of the surgical leaflets and then fully expanded. A second valve was loaded on a second delivery catheter system (dcs) and was successfully implanted with under expansion without ai. The first valve will be returned for analysis. No adverse patient effects were reported. (B)(4). This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).